Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available,a supplemental report will be submitted. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, user was filling cartridges with cold insulin which was found to be the cause of the issue. There was no reported impact to the customer's blood glucose level. Customer filled a new cartridge with room-temperature insulin and resumed insulin delivery.